Manufacturer narrative:
Device evaluated by MFR: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, it was noticed visually that a bent o2 hose might be the cause of the problem. Log files will be analyzed as well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us where it shows ¿no o2 dosing possible¿ alarm during patient use. Furthermore, there was no patient harm reported associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the suspect device for evalution. Received inpiration block assy bellavista 1000. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was then installed into a known good top-level system running software version 6.1.0.2, and upon startup there were no alarms or warning messages. After a 30 minute warmup, the external o2 gas supply hose was connected to the bellavista unit and tf alarm 388 ¿no o2 dosing possible¿ triggered. O2 valve offset calibration was performed and failed. A known good o2 pressure regulator was installed, the external o2 gas supply hose was connected and the power/battery/o2 drop down banner displayed successful connection. The o2 valve offset calibration was retested and passed. It was discovered that the o2 pressure regulator has failed. The reported complaint was duplicated in the fa lab. This type of failure is a known issue addressed with I-ch-21-029 / CAPA-000000953. No further actions are required at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.